Manufacturer narrative:
Device evaluation summary: electrode belt (B)(4) evaluation: device evaluation of electrode belt (B)(4) has been completed. The reported problem (death) has been confirmed. Upon investigation the electrode belt failed incoming inspection. The distributor node to rear te cable was pulled from its strain relief, damaging wires in the cables. The root cause of the strained cable was excessive force. Based on a review of the flags, there is no indication that this damaged occurred before the patient underwent resuscitation effort. The device was able to treat the patient appropriately. There is no indication that the device malfunction caused or contributed to the patient's death. Monitor (B)(4) evaluation: device evaluation of monitor (B)(4) has been completed. The reported problem (patient death) was confirmed. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was reported to be unconscious in a rehabilitation facility when the monitor alarmed. The patient experienced an appropriate treatment event. The lifevest delivered one shock on (B)(6) 2016 at 12:35 am. The patient was in ventricular fibrillation at the time of the treatment. The post shock rhythm was asystole. The nursing staff preformed resuscitation efforts. The device was shut down at 12:59 am. The patient subsequently passed away. Post-shock asystole is a known potential outcome of defibrillation.